Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA 13490418 was opened to document the investigation. The root cause for this failure, per CAPA 13490418, is insufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 13490418. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter balloon, even with force, only 5cc went in and it wouldn't come out. Even when health professional changed to the hospital syringe, it still didn't come out. Health professional put more force in and the remaining 5cc went in.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter balloon, even with force, only 5 cc went in and it wouldn't come out. Even when health professional changed to the hospital syringe, it still didn't come out. Health professional put more force in and the remaining 5cc went in.